Event description:
The customer complained about weak false positive reactions of three patient samples with cell #1 and #2 of biotestcell-p3. He reported that during re-testing, one of the affected patient samples showed the correct negative result. Despite several inquiries, the customer did not provide a date of event. Two of the three patient samples that had caused false positive reactions were sent to us for quality control, but none of the supposedly defective product was returned. An evaluation of the retested samples by our quality control laboratory was not possible because the samples were hemolysed. Our quality control laboratory therefore retested our retained sample of biotestcell-p3 with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Because a retest conducted by the customer yielded in the correct negative result, a customer handling´s failure can not be excluded.

Manufacturer narrative:
This is our combined initial and final report on this incident